Event description:
It was reported that cartridge alarm occurred on pump during use and caller had experienced similar alarms before with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place current pump in storage mode and return it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.